Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip detached. The procedure was completed with another device. There were no patient complications.